Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon was using a powered linear cutter device. The first firings of the stapler on stomach with a green reload with seam guard and no issues. The second firing on the stomach with a green reload and seam guard, the surgeon did intermittent pulsing, sound of motor bogged down, after retraction of blade, the stapler was opened, unformed staples. The knife did divide and cut but the staples did not form. The surgeon over sewed with suture. The same device was used. The third fires on stomach with gold reload no issues. The fourth fires on stomach with gold reload no issues. The fifth firings on the stomach with a blue reload no issues. Seam guard was used on third and fourth firing. The fifth fire did not use seam guard. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the appearance of the staples (irregular, legs straight, overly bent)? Legs straight. Were there any staples missing from the staple line? No.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ecr60g cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/10. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.